Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal and chronic cervicitis. Previously administered products included for an unreported indication: yaz and depo-provera. Concurrent conditions included hypertension, endometriosis, fibroma, abnormal uterine bleeding, fibroids and depression. Concomitant products included colesevelam hydrochloride (welchol), ethinylestradiol;norgestimate (ortho tri-cyclen), lisinopril, nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish") and dysmenorrhoea ("pain during menstrual cycle/ dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("abnormal menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular and abdominal pain had resolved and the vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, menstruation irregular, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion.. Pathology test - on (B)(6) 2014: result: a 1 - serosa, posterior cul-de-sac and sub serosal nodules submitted after decalcification a2. " anterior cervix a3 - posterior cervix a4-a5 ¿ anterior endomyometrium a6-a7 - posterior endomyometrium as ¿ submucosal and intramural nodules a9 - right fallopian tube segment to include a longitudinal section from the fimbriated end and transverse cross sections from the mid portion to include small pinpoint cyst. - cervix: mild chronic cervicitis and squamous metaplasia, negative for dysplasia/malignancy. ~ endometrium: autolyzed endometrial surface mucosa without atypical features. ¿ myometrium: leiomyomata. See comments. ¿ serosa: subserosal leiomyomata with focal dystrophic calcification. Hyaline change, and degenerative features and hemorrhagic fibrous surface adhesions. ¿ bilateral. Fallopian tubes: metallic coils present! Consistent with tubal sterilization; cystic wall thard rests (right fallopian tube).. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-may-2021: mr received-new reporter, lab data, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. Previously administered products included for an unreported indication: yaz and depo-provera. Concurrent conditions included hypertension, endometriosis, fibroma, uterine bleeding and fibroids. Concomitant products included colesevelam hydrochloride (welchol), ethinylestradiol; norgestimate (ortho tri-cyclen) and lisinopril. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("pain during menstrual cycle"), menstruation irregular ("abnormal menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2014: result: a 1 - serosa, posterior cul-de-sac and sub serosal nodules submitted after decalcification. A2. " anterior cervix. A3 - posterior cervix. A4-a5 anterior endomyometrium. A6-a7 posterior endomyometrium. As submucosal and intramural nodules. A9 - right fallopian tube segment to include a longitudinal section from the fimbriated end and transverse cross sections from the mid portion to include small pinpoint cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Essure implant date updated. Events- general abnormal bleeding and abdominal pain were added. Event clubbed: psychological or psychiatric problems condition: depression/psych injury. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. Previously administered products included for an unreported indication: yaz and depo-provera. Concurrent conditions included hypertension, endometriosis, fibroma, uterine bleeding, fibroids and depression. Concomitant products included colesevelam hydrochloride (welchol), ethinylestradiol;norgestimate (ortho tri-cyclen), lisinopril, nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish") and dysmenorrhoea ("pain during menstrual cycle/ dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("abnormal menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion.. Pathology test - on (B)(6) 2014: result: a 1 - serosa, posterior cul-de-sac and sub serosal nodules submitted after decalcification a2. " anterior cervix. A3 - posterior cervix. A4-a5 - anterior endomyometrium. A6-a7 - posterior endomyometrium. As submucosal and intramural nodules. A9 - right fallopian tube segment to include a longitudinal section from the fimbriated end and transverse cross sections from the mid portion to include small pinpoint cyst.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: new pfs received- new event weight gain was added. Concomitant condition and drugs were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. Previously administered products included for an unreported indication: yaz and depo-provera. Concurrent conditions included hypertension, endometriosis, fibroma, uterine bleeding and fibroids. Concomitant products included colesevelam hydrochloride (welchol), ethinylestradiol;norgestimate (ortho tri-cyclen) and lisinopril. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced dysmenorrhoea ("pain during menstrual cycle") and menstruation irregular ("abnormal menstrual bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and menstruation irregular had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2014: result: a 1 - serosa, posterior cul-de-sac and sub serosal nodules submitted after decalcification. A2. " anterior cervix. A3 - posterior cervix. A4-a5 ¿ anterior endomyometrium. A6-a7 - posterior endomyometrium. As ¿ submucosal and intramural nodules. A9 - right fallopian tube segment to include a longitudinal section from the fimbriated end and transverse cross sections from the mid portion to include small pinpoint cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Product indication updated. Race added. Following events were added: abnormal bleeding (vaginal), menorrhagia, depression, mental anguish, pain during menstrual cycle and abnormal menstrual bleeding. Event severity added for: physical pain/pelvic and pain during menstrual cycle. Event outcome added for: abnormal menstrual bleeding and physical pain/pelvic. Reporters, medical history, historical and concomitant drugs were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.